Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received at service center and evaluated. Per service manual operational and diagnostic analysis confirms the reported functional issue, caused by a short in the cable. Device disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, due to the need to replace the cable assembly. Unit placed in long term hold. However the root cause for the reported failure is due to short in the cable. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via cst tool that the micro tornado handpiece with hand controls failed in a knee case. The procedure was completed with a new shaver with no patient consequences but there was a surgical delay, unknown how long. No fragments were generated. Unknown if any other medical intervention and if the patient was part of a clinical study.